Manufacturer narrative:
Manufacturer's investigation conclusion review of the submitted log files confirmed driveline power fault alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. It was reported on (B)(6) 2021 that the patient experienced intermittent low flow alarms. There was documentation that the patient had received a low flow software upgrade; however, the patient¿s controller, serial number (B)(6), was reportedly alarming for flow below the original 2.5 liters per minute (lpm) threshold. It was determined that the low flow software upgrade had been performed; however, the team had previously exchanged the controller for an unknown reason. Another low flow software upgrade was requested and performed on (B)(6) 2021 to the patient¿s controller, serial number (B)(6). The patient was admitted to the emergency room on (B)(6) 2021 for low flow alarms and driveline power fault alarms occurring on controller serial number (B)(6). It was determined that the controller software version had been upgraded to 1.7 from 1.5.2; however, the low flow alarm threshold was not adjusted to 2.0 lpm. The account decided to exchange the patient¿s controller, serial number (B)(6), and modular cable, lot # 6919878. The patient¿s new controller, serial number (B)(6), was upgraded with low flow software on (B)(6) 2021. It was reported that low flow alarms occurring on (B)(6) 2021 were caused by hypertension due to nerve pain, and a low flow alarm occurred on (B)(6) 2021 while the patient was using the bathroom. The low flow alarms improved with better blood pressure control and intravenous fluids. The plan was to continue with pain and blood pressure management. Refer to the investigation of (B)(6) regarding the reported low flow alarms, hypertension, pain, and hypovolemia. It was reported that the patient¿s driveline fault alarm resolved upon reconnection of the driveline, which had been disconnected by one of the patient¿s family members. It was reported on (B)(6) 2022 that the driveline power fault alarm did not reoccur since the occurrence on (B)(6) 2021, after which the patient¿s modular cable and controller had also been exchanged. The submitted log files collectively contained data from (B)(6) 2021. Transient low flow hazard alarms were captured in the log files. Elevated pulsatility index (pi) values were also noted during the low flow events. A driveline power fault alarm was activated on (B)(6)2021 at 05:24:53 by a pwr_b_broken fault flag (indicating a potential issue with power wire b). The driveline was disconnected on (B)(6) 2021 at 8:11:58, which stopped the pump and activated low flow, driveline disconnect, and lvad (left ventricular assist device) off alarms. The driveline was reconnected, and the pump continued at the set speed by 08:12:12 on (B)(6) 2021. The driveline power fault alarm was cleared with the driveline disconnect/reconnect event. Review of the log files also found pump reset events that were associated with the reported controller exchanges on (B)(6) 2021. The pump otherwise operated at the set speed without issue. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6), and the exchanged modular cable, lot # 6919878 was not returned for evaluation. The heartmate 3 lvas instructions for use (IFU) and patient handbook outline all system controller alarms as well as how to respond to each alarm condition. These documents include information regarding how to clean and care for the driveline. Additionally, the patient handbook also lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, as well as the appropriate actions associated with them. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". The heartmate 3 lvas patient handbook, rev. C, is currently available. Section 4 ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms and the proper actions associated with them. Section 5 cautions the user not to twist, kink, or sharply bend the driveline. The relevant sections of the device history records for the modular cable, lot # 6919878, were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted to the ER (emergency room) on (B)(6) 2021 due to low flow and driveline power fault alarms. Controller hsc-067885 was exchanged in addition to modular cable 6919878. Log file review after the exchange showed normal data. System controller MFR#: 2916596-2021-07216.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.